Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump was not working correctly. The device didn't deliver insulin two or three times, the buttons are sticking, and she can hear the motor when it rewinds. No delivery alarms occurred on (B)(6) 2015-3 based on the alarm history. On (B)(6) 2015 is when the customer first noticed the motor was grinding and it also alarmed no delivery during a set change and was unable to rewind the device, also the buttons wouldn't work. Customer's doctor recommended the customer to get her device replaced. Customer is returning the device so it will undergo further analysis.